Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation: unable to perform complaint lot history check due to unknown lot number for bruising/bleeding, skin irritation & allergic reaction. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned.

Event description:
It was reported with the use of the unspecified bd¿ pen needle there was an issue with allergic reaction, described as ¿a rash on her abdomen area¿. It was also reported that the patient had allergies to nickel. There was no report of medical intervention.